Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date.

Event description:
Medtronic received information that immediately post implant of this annuloplasty band in the mitral position, this device was explanted. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this 30mm annuloplasty band was explanted and replaced due to severe systolic anterior motion (sam) with severe regurgitation. The physician thought this band was too small, so it was replaced with a 34mm annuloplasty band. After replacement with a 34mm band, no sam and no regurgitation was present. Patient's relevant medical history updated. Patient and device codes updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.